Event description:
During use of a precise stent the customer noticed that the stent was partially deployed while removing from the package. The device looked normal while in the packaging. There was no damage noted to the outer packaging. The device was secure in the packaging. The stent was never inserted in the patient.

Manufacturer narrative:
The customer noticed that the stent was partially deployed while removing it from the package. The device looked normal and was secure while in the packaging. There was no damage noted to the outer packaging. The stent was never inserted in the patient. One non-sterile precise pro rx us carotid syst 7 x 40mm was received coiled inside a plastic bag. Unit was deployed. Stent was received. No other discrepancies were found. Although the unit was deployed, functional test (deployment process) was performed according to procedure and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was not confirmed; since the unit came deployed. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The precise rx is shipped with the hemostasis valve in the open position and needs to be closed after prep of the device and before removal from the sterile tray. It is unknown if this process was followed by the user. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. However, with the information provided no conclusion can be drawn.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.